Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had complaints of phrenic nerve stimulation. Interrogation revealed that the lead exhibited high capture thresholds. Programming changes were made. The lead was later explanted and replaced. The patient was stable.